Event description:
The customer reported that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The returned unit was evaluated and the image artifact was confirmed. All of the shock sensors were active. There were many scratches on the covers. Inside the panel, one of the connectors was not connected properly. Two screws had detached from the ref board. Only one screw was found inside the unit. The ref board was replaced and the image test was repeated. The root cause of the reported problem was a loose screw that had caused a short-circuit on the ref board. (B)(4).